Event description:
It was reported tha the right ventricular lead was dislodged. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).